Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from china that the coil did not advance in the distal of micro-catheter when 2/3 was implanted into aneurysm. The physician tried to pull back the coil and found the coil detached from pusher. The entire system was removed from the patient. No patient injury reported.